Manufacturer narrative:
The insulin pump unable to prime during the prime test and alarmed during the basic occlusion test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump is having problems during the prime/rewind process. Advised that the insulin pump will be replaced. Nothing further reported.